Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had placed an impella cp for support of a patient admitted in for st elevated myocardial infarction. The pump was placed after the diagnosis of multi-vessel disease, coronary artery disease, and ventricular tachycardia with hypotension. The levophed pressor was increased and the pump-accessed limb became ischemic. The ischemia was seen by loss of pulses and the staff placed a femorofemoral bypass. The pump remained on until the patient expired after 46 hours of support.